Event description:
It was reported that (1) tsb35 device was used during an unknown procedure. It was reported by the rep that the tsb35 would not fire properly. It is unknown how the case was completed and there was no consequence to the pt.